Event description:
The plaintiff's attorney alleged that the pt expired as a result of the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This one of two device reports associated with this event.